Event description:
It was initially reported by the mother that a patient was in the hospital due to breakthrough seizures and has not seen a neurologist since the vns was implanted. Further information was received that the patient's device was turned on to the lowest setting after surgery, and the mother does not believe that the increase is related to the vns. No additional relevant information has been received to date.